Event description:
Complainant alleged the medics were attempting to monitor a pt (age and gender unknown), but the device would not allow the medic to switch from manual mode to semi-automatic. The medic then turned the device off/on, but again the device powered up to manual mode and would not allow the medic to switch to semi-automatic mode. The medic then continued to monitor the pt with the device in manual mode. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The complainant indicated that subsequent to the event the malfunction was initially able to be duplicated, but further attempts to duplicate the problem were unsuccessful. The complainant indicated that as the device is now functioning properly, it would not be returned to zoll for evaluation. The device has been returned to service.